Event description:
The customer reported, the unit will not charge the battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit will not charge the battery. There was no reported pt involvement. The field service engineer evaluated the ac power module and found the connector had been pulled out and one of the wires was broken. The ac power module was replaced and resolved the issue. The device passed all performance assurance testing and was returned to use.